Manufacturer narrative:
As the affected analyzer is nine years old, wear and tear or fluidic contamination is likely. Insufficient cell rinse can cause erratic results such as observed in this issue. The actions performed by the field service engineer appeared to have resolved the issue as no further issues were reported.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. The customer stated that the issues are recurring after multiple service visits. The customer provided data for two patient samples that had erroneous results for alb2 albumin gen.2 (alb) and crep2 creatinine plus ver.2 (crea). The erroneous results were not reported outside of the laboratory. The units of measure used for these tests were requested, but not provided. The first sample initially resulted with an alb value of 19 and repeated as 27. The second sample initially resulted with a crea value of 30 and repeated as 9.6. No adverse events were alleged. The alb and crea reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined the analyzer was contaminated. He performed a general bleach and rinse of the analyzer. Quality controls were tested and were ok. Preventive maintenance was performed on the analyzer; the analyzer is running within specifications.